Event description:
The customer reported that the foot switch button stuck during a procedure with pt involvement. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch assembly was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible aro (accidental radiation occurrence).